Manufacturer narrative:
Received and confirmed product code and lot code. Review of the device history records did not reveal any manufacturing deviations or anomalies. A search of the complaint database did not show any additional reports against the product lot code. The investigation could not draw any conclusions about the reported event based on the provided information. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Review of supplied patient x-rays suggest the threaded section of the femoral shaft component had separated from the femoral head component. It is not clear if the patients previous extensive history of a complex badly "comminuted" fracture of the distal femur contributed to the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Legal claim alleges:patient complained that the prosthesis felt wobbly. An x-ray revealed that the threaded section of the femoral shaft component had separated from the femoral head component.

Manufacturer narrative:
Update 06/06/2013 - supplemental cd of radiology films received. Supplemental cd of radiology films received and examine. The investigation could not draw any conclusions regarding the reported event. Based on the newly provided information. Examination of the newly supplied investigational input.